Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had detected movement in hall sensor counts that were unexpected since the insulin pump did not command motor movement. Customer stated that they had metal detector at work and that metal detectors send out low level magnetic field but they were unable to provide an exact number. Customer stated that insulin pump error only happened when they were in the area of those machines. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.